Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita xl shut down while in use and could not be turned on anymore. No patient consequences reported.

Manufacturer narrative:
The information received by the customer indicated a failure of the power supply. Therefore the suspected ac-dc power supply unit was requested in addition to the log file for investigation. Hardware tests of the returned ac-dc power supply did not show a deviation and passed successfully. The logged entries further show a warm start which is related to the internal batteries. These internal batteries could not be provided for hardware analysis. Therefore it could not be identified if the batteries have not been sufficiently charged or if they had malfunctioned. It could only been derived that the internal batteries were over three years in use despite a replacement interval of two years. Inappropriate ambient conditions such as a hot temperature are likely to have a negative effect on the battery capacity. In case the power supply by the internal batteries fails during use, the device alarms, ventilation will be stopped and the device will open the airway system in order to allow the patient to breath spontaneously. Ventilation with an alternate device may become necessary.

Event description:
Please refer to the initial-report.